Event description:
The customer contact reported the clave secondary port broke off; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate, via plum pump. The customer contact reported that after the tubing set was primed, prior to pt use, when the nurse was loading the cassette into the pump, the clave secondary port broke off. It was reported that an unspecified volume of solution leaked. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.